Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's main knob will not turn to pace mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was verified and attributed to the main knob index ring being misaligned. The index ring was reinstalled correctly to remedy the reported problem. A replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.